Event description:
The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt contacted lfs on (B)(6) 2004 alleging that her one touch basic original meter was prompting the clean test area message. She was unwilling/unable to indicate if she had symptoms of high or low blood glucose levels during the time of concern or what actions she took following the attempted use of the meter. She contacted emergency services; however, no further info was provided. Therefore, there is insufficient info to suggest that she experienced injury or medical intervention due to the meter. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.